Event description:
It was reported that during device change out for normal eol, externalized conductors were observed. All measurements were within normal range. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).